Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information, and the results of the legal manufacturer's final investigation. Updated fields: b5 corrected fields: d5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd (charged coupled device) black screen. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the image problem was due to a defective ccd. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the beginning of a therapeutic electronic laparoscopic surgery. The procedure was completed using a similar device with no delays.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a blackout in 2d mode and flashing screen when rotating the adjustment ring in 3d mode. There was no report of any patient harm.